Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited far r-waves oversensing resulting in false auto mode switch episodes. The device was reprogrammed resolving the issue. No patient symptoms was reported.